Event description:
Following extrusion of the conductor link into the ear canal, a decision was made to explant the device to avoid infection. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.